Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change. Customer's blood glucose was 126mg/dl at the time of incident and also went up to 400mg/dl. Troubleshooting explained alarm and advised customer to remove the battery, clean the battery contacts and then replace the battery into the pump. Customer was advised to monitor the pump and if the battery does not work, to call back for further troubleshooting. Customer declined further high blood glucose troubleshooting.